Manufacturer narrative:
Perforation/tamponade is a potential complication associated with transvenous leads/catheters. It is included in the list of potential complications given in the instructions for use. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following an implant procedure, the patient presented with chest pain and a loss of capture on the right ventricular (rv) channel. Cardiac echo was performed and it was noted that the rv lead had perforated the rv apex. The rv lead was explanted and replaced. The patient was stable following the procedure.